Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary were revised. Product event summary: the controller ((B)(6)) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or a servicing issue. Log file analysis revealed two (2) controller power up events with associated pump start events were logged on 06/mar/2025 at 21:55:58 and on 03/apr/2025 at 00:35:35, indicating losses of power to the controller. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the losses of power was not available. The controller was without power for fourteen (14) seconds and fifty-two (52) seconds, respectively. As a result, the reported event was confirmed. The most likely root cause of the loss of power event can be attributed to a disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the loss of power event occur due to a double disconnection of both power sources by the patient.

Manufacturer narrative:
Continuation d10: 694765 lead implant date: (B)(6) 2004. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the review of logfiles the controller exhibited an unexpected power loss. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the controller (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or a servicing issue. Log file analysis revealed two (2) controller power up events with associated pump start events were logged on 06/mar/2025 at 21:55:58 and on 03/apr/2025 at 00:35:35, indicating losses of power to the controller. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the losses of power was not available. The controller was without power for fourteen (14) seconds and fifty-two (52) seconds, respectively. As a result, the reported event was confirmed. The most likely root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA: pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(4) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.